Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Case files were not provided, however, a picture of the ¿tibia free collection" screen was submitted and confirmed the complaint. The entire tibia mesh, including the shaft and the articulating surface was on the screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the entire generation of the tibia bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.

Event description:
It was reported that during a tka procedure, when the surgeon started to paint the tibia, the whole bone model immediately popped up. The green points were turned on to see what was being painted and then moved forward. The outcomes were great. The procedure was completed with a delay of less than 30 minutes. No other complications were reported.